Event description:
Baxter received a complaint from a facility's pharmacy manager involving the automix 3+3 compounder. According to the facility, the device over delivered on the grey station by about 1000 ml. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the device over delivered on the grey station by about 1000ml's" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions found that would cause or contribute to the reported condition.